Event description:
On 28 july 2022, senseonics was made aware of an incident where user reported that the insertion site was infected due to insertion.

Manufacturer narrative:
Development of infection at insertion site is a known and anticipated potential adverse effect, which does not require additional investigation. User also reported pus at the insertion site and a little bit of bleeding. The user is a subject of the post approval study (pas). User was advised to get in contact with the hcp for any medical advise. No further information is available regarding the incident.